Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue returned.